Event description:
A surgical coordinator reported that the haptic of an intraocular lens (iol) broke during lens implantation. At that time, the surgeon was not able to center and stabilize the lens. Add'l info rec'd from the surgical coordinator reported that four days after the lens had been implanted, it decentered due to the broken haptic and had to be exchanged by a different surgeon. The final lens implanted was an anterior chamber iol. In a follow up, the surgeon noted that the event had resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was returned in a jar of clear solution. One haptic is broken (pulled from the optic). Other haptic is bent. Optic is scratched, scraped, and slit/cracked. File info provided indicated the use of an approved cartridge/ handpiece combination. The viscoelastic indicated was not approved for use with the qualified cartridge combinations for this lens model. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause is most likely related to a failure to follow the dfu. The file indicates the use of an unapproved viscoelastic with the lens/cartridge combination. Due to varying viscosity,the use of the unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd. (B)(4).